Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient's health care provider (hcp) changed the settings on (B)(6) 2016. The patient could not sleep since (B)(6) 2016 because the stimulation felt too strong due to a sudden change. The patient was able to turn stimulation down from 2.5v to 1.5v, but they still had the pain from stimulation being too high. The patient tried turning it down more on (B)(6) 2016 and was not able to get the patient programmer to work. The patient had the poor communication screen on the patient programmer with and without the antenna. The patient was recently implanted on (B)(6) 2016. The patient used the antenna with the programmer, confirmed the antenna was secure, and synced, but this did not resolve the issue. The patient unplugged the antenna and was able to connect 1 time, but was not able to bring up the therapy screen again. The patient had no telemetry and had tried new batteries. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the circumstance that led to the stimulation feeling too high and causing pain was that the patient could not regulate the stimulation intensity. The step taken to resolve the stimulation feeling too high and causing pain was that the patient asked for a replacement and got it. The stimulation feeling too high and causing pain had been resolved. The patient went to see their urologist and they showed the patient how to use the new replacement programmer. Replacement of the programmer resolved the poor communication issues and it was working perfectly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.